Event description:
It was reported via phone call, that the paramedics were called and the customer was hospitalized on 04/17/2015. Customer's blood glucose levels at the time of hospitalization 40 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with glucose. It was also mentioned that the customer had differences in their sensor glucose readings versus their blood glucose readings. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. Advised to monitor their blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.